Event description:
Emt's were called to transport a pt that had passed away. Upon their arrival, the pt was diagnosed with a weak pulse. An automatic ECG analysis was performed and a shock was advised. When the defibrillator started charging, the device allegedly lost power. The spare battery was installed and the device again allegedly lost power when the defibrillator started to charge. The pt was not resuscitated. The reporter indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.